Event description:
Customer reported low blood glucose, which resulted in a visit to the hospitalization. Customer declined follow up from tandem technical support. No additional information was provided.